Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis was able to confirm the customer's reported complaint. The instrument grips tips were bent causing side to side misalignment of grips. There was a .223 offset at the tips. The bent grip had a separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The electrical continuity passed. An additional observation not reported by the site was that the instrument pitch cables were frayed at the distal idler. No other damages were found on the pulley or clevis. An additional observation not reported by the site was that the instrument distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. An additional observation not reported by the site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damages were found on the instrument. Failure analysis concluded, that bent damages and mechanical indentations/ burrs many be likely die to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reported complaint of misaligned jaws does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables,main tube had various scratch marks exhibiting light material removal and rough surface finish found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws of the fenestrated bipolar forceps instrument were misaligned and there were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.